Event description:
It was reported that the customer went to the emergency room and was hospitalized; the user reportedly delivered multiple large doses of insulin, which led to a rapid decrease in blood glucose levels. The lowest blood glucose level recorded during the incident was 6 mmol/l. To resolve the issue, the customer consumed carbohydrates and received intravenous saline fluids, which successfully addressed the low blood glucose levels. Customer was released from the hospital on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.